Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set site issue on the upper arm, characterized by a round bump with white pus on (B)(6) 2025. Patient went to emergency room (ER) and stayed for less than 24 hours. The patient was treated with antibiotics for the infection. No further information available.